Event description:
It was reported that the patient had 2 driveline faults found in their log files while at the clinic. The alarm was not active at the time of their visit and does not appear to be a persistent alarm. A controller exchange was performed. 25 power cable disconnects were performed with the white power lead. Additional information revealed that the cause of the driveline faults were due to phase I issues. Although the alarms resolved following the controller exchange, the alarms were anticipated to return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2022-13855.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii system controller (s/n: pcx-10214) was evaluated following the reported event of driveline fault alarms. A review of the log file, extracted from exchanged controller pcx-10214, contained data spanning approximately 36 days (2aug22 ¿ 7sep22 per timestamp). On (B)(6) 22 at 3:12:27 and 15:02:29, yellow wrench and driveline fault alarms were active due to phase 1 being measured much higher than phase 2 & 3. Phase 1 was measured atypically higher throughout the entire log file. This alarm did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. A review of the log file, extracted from pcx-20273 following the controller exchange, contained data spanning approximately 3 days (5may21, 7sep22, 1jan2001 per timestamp). Starting once the driveline was connected on 7sep22 at 14:34:48, phase 1 was measured higher than phases 2 & 3 and did not resolve in the log file. No notable alarms were active in the log file. The system controller was not returned for analysis. Provided information stated that the cause of the driveline faults was presumed to be due to driveline damage because of an issue with phase 1. Additionally, phase 1 measuring atypically high was still present after the controller exchange, confirming an issue with the driveline. The driveline fault alarms could not be correlated to an issue with the system controller. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline fault alarms. Heartmate ii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.